Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the this right ventricular (rv) lead had gradual increase in pacing lead impedance measurement along with increase in pacing threshold. Other lead measurements were normal. Recently, the pace impedance became greater than 2500 ohms. The patient was seen for a surgical revision where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.